Event description:
During an off-pump open heart bypass procedure, the surgeon experienced suction difficulties with the device. The surgeon then noticed that the pt heart had been damaged (lacerated). Four pledget sutures had to be made in order to correct the damage. The device is not available for eval, it was discarded immediately after completion of the case.